Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the out of warranty insulin pump was stopped working. Customer¿s blood glucose level was unknown. Customer stated that insulin pump upgrade was not affordable and she was on multiple manual daily injections. The product will not be returned for analysis.